Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/23/2023, however the device was brought to the lab for evaluation on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the aortic cutter. The delivery device was returned inside the loading device with the white plunger fully depressed and the blue safety off, which allows for the white plunger to be depressed. The tension spring assembly was observed outside the loading device. The seal was not returned for evaluation. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000253077 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000253077 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4) and (B)(4). The hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (4.3mm), after loading the heartstring seal, the sea naturally came out of the tube. A replacement device was used to complete the procedure. No patient health hazard.